Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 71321ud01 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 71321ud01 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for five patients who were asymptomatic. The customer expected that all the results should have been below the reference range. The following data was provided (<0.0262 ng/ml): t01 initial result 0.242 ng/ml (sn (B)(6), repeated 0.204 ng/ml (sn (B)(6), t02 initial result 0.261 ng/ml (sn (B)(6), repeated 0.234 ng/ml (sn (B)(6), t03 initial result 0.131 ng/ml (sn (B)(6), repeated 0.127 ng/ml (sn (B)(6), t04 initial result 0.038 ng/ml (sn (B)(6), repeated 0.035 ng/ml (sn (B)(6), t05 initial result 0.148 ng/ml (sn (B)(6), repeated 0.142 ng/ml (sn (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03p25-27 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for five patients who were asymptomatic. The customer expected that all the results should have been below the reference range. The following data was provided (<0.0262 ng/ml): t01 initial result 0.242 ng/ml (sn (B)(6)), repeated 0.204 ng/ml (sn (B)(6)), t02 initial result 0.261 ng/ml (sn (B)(6)), repeated 0.234 ng/ml (sn (B)(6)), t03 initial result 0.131 ng/ml (sn (B)(6)), repeated 0.127 ng/ml (sn (B)(6)), t04 initial result 0.038 ng/ml (sn (B)(6)), repeated 0.035 ng/ml (sn (B)(6)), t05 initial result 0.148 ng/ml (sn (B)(6)), repeated 0.142 ng/ml (sn (B)(6)). No impact to patient management was reported.